Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient has reported that he was having a "no power alarm." The ventricular assist device (vad) coordinator requested information to determine whether there had been a pump stop and if there was any abnormal battery switching. The log files sent for review and the engineer reported that potential switching events were observed mainly on (B)(4). However, these events cannot be confirmed based solely on log files. It was recommend treating the patient's batteries per the recommendations in the patient manual. The battery was removed from service. There was no consequence to the patient.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of bat209227 revealed that the unit passed visual and functional testing. Log file analysis revealed several premature power switching events due to momentary disconnections, however, none of the events involved bat209227. Additionally, the log files confirmed the controller power up reported by the patient occurring on (B)(6) 2016 at 05:16:22. The data point prior to the controller power up event revealed that bat209227 was connected to power port 1 with 95% relative state of charge (rsoc), and an ac adapter was connected to power port 2.  The data point after the controller power up at 05:31:22 captured by the logs show that bat209227 with 92% rsoc was connected to power port 1, and bat209172 was connected to power port 2. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. The premature switching events were most likely caused by a momentary disconnection between the controller and batteries, however, bat209153 did not participate in said events. An internal investigation has been open to evaluate the momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of (B)(4) revealed that the unit passed visual and functional testing. Log file analysis revealed several premature power switching events due to momentary disconnections, however, none of the events involved (B)(4). Additionally, the log files confirmed the controller power up reported by the patient occurring on (B)(6) 2016 at 05:16:22. The data point prior to the controller power up event revealed that (B)(4) was connected to power port 1 with 95% relative state of charge (rsoc), and an ac adapter was connected to power port 2.  The data point after the controller power up at 05:31:22 captured by the logs show that (B)(4) with 92% rsoc was connected to power port 1, and (B)(4) was connected to power port 2. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. The premature switching events were most likely caused by a momentary disconnection between the controller and batteries, however, (B)(4) did not participate in said events. An internal investigation has been open to evaluate the momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.